Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: the patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure. The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? Product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? Were any concomitant procedures performed? Onset date/time of the pain from surgery location and character of the pain? What medical intervention was given for the pain management? Results? Date and results of mesh explant? What is the patient's current status?

Event description:
It was reported that a patient underwent a gynecological procedure for incontinence in 2017 and mesh was implanted. The patient had no improvement in incontinence and experienced vaginal pain/ dysparunia. The patient underwent maximal vaginal excision of mesh. Additional information has been requested.